Event description:
Customer reported issues with the insulin pump. The insulin pump is alarming. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. No alarm noted during testing. Unable to perform displacement test due to motor error alarm. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.